Event description:
New information reported that the lead had exhibited noise.

Event description:
New information reported the patient was stable post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2018 due to oversensing. No further information was available.